Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical use is unknown. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system hung after restarting. Review of the system log file showed that "the system stopped working at 11:32 and was shut down at 11:34. In the next startup at 11:36, the suite-pc was later (2 minutes) than normal before reacting. The system was shutdown again at 11:43 and started at 11:45. Now the geometry is not working, and there are network errors". To resolve this issue, rse did restart. After the restart was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device would not power on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.